Event description:
Customer reports to have received a button error alarm. Customer reports that insulin pump was suspended for two hours. Customer's blood glucose was 200mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided

Manufacturer narrative:
No button error alarm noted. Act button did not respond due to moisture damage on keypad trace. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.